Manufacturer narrative:
On april 22, 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Medical device problem code was erroneously submitted in initial report. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4). H6. Medical device problem code relevant field has been updated.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 14, 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the smooth uhp 455cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth uhp 455cc breast implant was found to be ruptured, it was received in three pieces. A microscopic examination was performed, and the cause of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with a 455cc mentor memorygel breast implant experienced left sided deflation post procedure. As a result, patient underwent removal and replacement with a like device on (B)(6) 2021.